Event description:
A report was received that the patient went to the emergency room wherein the physician removed the leads due to infection at the surgical site. The patient was admitted in the hospital and was given intravenous vancomycin and morphine. The patient¿s symptoms include increasing pain at the surgical site, fever and epidural abscess. The physician believed that the infection was procedure related and was due to the surgical site being exposed to open air. The patient was discharged home and was receiving rocephin infusions intravenously.

Event description:
A report was received that the patient went to the emergency room wherein the physician removed the leads due to infection at the surgical site. The patient was admitted in the hospital and was given intravenous vancomycin and morphine. The patient's symptoms include increasing pain at the surgical site, fever and epidural abscess. The physician believed that the infection was procedure related and was due to the surgical site being exposed to open air. The patient was discharged home and was receiving rocephin infusions intravenously.

Manufacturer narrative:
Additional information was received that patient's infection has been resolved and the patient is doing well now.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70e, serial/lot #: (B)(4), description: trial linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.